Event description:
Vent stopped delivering breath. Alarm display read circuit disconnect.======================manufacturer response for puritan bennett 840 ventilator (per site reporter).======================the manufacturer sent out an engineer to test the unit. He could not duplicate the problems.